Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's family member reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was 420 mg/dl. Customer did received a sensor updating/sg value not available alert and a change sensor alert customer did not receive a calibration not accepted alert. Troubleshooting for high blood glucose was not done. The device will not be returned for analysis.